Event description:
It was reported that on (B)(6) 2010, patient presented for a CT scan status post l4-s1 anterior and posterior fusion. The CT scan of the lumbar spine indicated ¿expected postoperative changes, status post anterior and posterior lumbar interbody fusion. No compression fractures or subluxations. Hardware in good position. Narrowing of the l5-s1 neural foramina due to end plate osseous spurring.¿ it was reported that the patient developed injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.